Event description:
It was reported that a patient with a 57.8 mm abdominal aortic aneurysm with short neck was scheduled for treatment using the stent graft etbf3216c166ee endur ii bif with chevar. The delivery system was inspected and no issues were observed. The device was delivered and it was said there was difficulty advancing the delivery system into the patient. It was noted that the device got kinked, the device did reach the intended location but was then difficult to deploy. The back-end wheel rotated for the first one to two rotations but then stopped working. Troubleshooting was attempted, and thorough an unspecified bail out technique, the stent graft implanted in an unintended location occluded one renal artery. The deployment was per the IFU. As treatment the patient required transfer to the operating theatre, where the device was explanted. Per the physician, cause of the event was due to device malfunction. It was said the patient anatomy was not particularly calcified or tortuous to lead to the kinking of the delivery system. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film analysis the reported "deformation in vivo", "difficult to position", "deployment issue" , " inaccurate delivery" of the endurant ii bifur cate stent graft and subsequent renal artery occlusion could not be assessed on the pre-implant films provided, therefore a cause of these events can not be established. Lack of provision of procedural images showing the delivery and deployment of the stent graft means that the reported events cannot be assessed. There was noted to be moderate tortuosity and calcification in the iliac arteries which could have been a factor in the reported positioning difficulties and kinking of the delivery system, but this could not be confirmed. Device analysis three still images were received for analysis. First 2 images depict the proximal section of an endurant delivery system on a table. The external slider and backend wheel appear to have been disassembled. Third image depicts the distal section of an endurant delivery system. The peek tubing appears to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received partially disassembled, the external slider and backend wheel had been disassembled prior to receipt of the device. The stent graft was deployed prior to receipt of the device and was not received for analysis. Torsional deformation was evident to the graft cover. Deformation was evident to the backend screw gear. Stress marks were evident to the backend wheel tabs, tool marks were evident to the external slider. A kink and separation were evident to the spiral member. The graft cover was retracted on receipt of the device and could be advanced and retracted via manipulating the t-bar with no issues noted. It was not possible to move the tip-capture t-bar due to the deformation to the spiral member. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding ; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A bit of resistance was felt when rotating the external slider prior to it malfunctioning then the external slider and back end wheel did not work. The graft cover did not respond to the rotations of the external slider. The landing of the graft was not accurate due to the kink of the device, the cause of the kink could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.